Manufacturer narrative:
(B)(4). Date sent to the FDA: 07/07/2017. (B)(4). If the device or further details are received at the later date a supplemental medwatch will be sent. Attempts are being made to obtain the additional information. To date no response has been provided. If further details are received at the later date a supplemental medwatch will be sent. If in your possession, may we have a copy of your operative report? Does ethicon have your permission to contact your surgeon, in the event ethicon would like to contact your surgeon for more clinical information to be used for a product quality complaint investigation? If so, please provide your surgeon¿s name, contact information and sign release of medical information form attached.

Event description:
It was reported that the patient underwent an unknown gynecological procedure on unknown date and the mesh was implanted. The patient experienced erosion of mesh in vagina, pelvis, and bladder muscle to pelvis, and complained that sex life/intimacy has been destroyed. The patient underwent a partial removal along with reconstruction of urethra in (B)(6) 2016. The patient is also recovering from a second re-operation done on (B)(6) 2017 to remove eroded mesh from pelvis and bladder muscle along with colposuspension. Additional information has been requested.